Event description:
The customer reported the system is getting communication error and blackscreen w/no images. No patient injury was reported.

Manufacturer narrative:
A ge representative conducted an on site evaluation. The problem was verified. Isolated communication problem to noisy camera sync problem, communication problem disappears with video/pilot tone isolated. Reseated all camera connections, found loose collar bar heat synch, corrected. System operating normally.